Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress, and visual summary analysis of the lead indicated apparent explant damage and stretching.

Event description:
It was reported that three months post implant the atrial lead had high thresholds, high impedance, and undersensing due to lead dislodgement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 511211 competitor lead implanted: 2014-(B)(6); 694758 lead implanted: 2008-(B)(6). (B)(4).